Event description:
The customer reported that the lh780 hematology analyzer (designated as instrument #1 within the lab) generated erroneous reticulocyte results. A pt sample was run on lh780 (#1) instrument and it recovered a reticulocyte result of 0.0%. The same sample was rerun on another lh780 (#2) analyzer and it recovered higher results. (The exact test results were not provided by the customer.) The customer ran five additional pt samples on both instruments. Of the results from the suspect analyzer, one matched reasonably well, two were substantially lower and two were 0.0. They had run three levels of retic-c (reticulocyte control) on both analyzers before and after running these samples and they all were within control limits. The customer did not do any manual verification though believed the results from lh780 #2 were correct. There were no erroneous results reported outside of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. A field service engineer visited the site on (B)(4) 2009 to evaluate the instrument. He re-routed the kinked clearing tubing to the reticulocyte shear valve and verified instrument performance after repair. An analysis of the test data provided for four of the pt samples indicated an abnormal lls (linear light scatter) profile. The root cause appeared to be the kinked tubing that was repaired during the service call.